Manufacturer narrative:
Testing and investigation is complete. The device was not received. The customer contact identified the device as a symbiq tubing set; however, was unable to provide the list or lot number of the device. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. Though requested, no details were provided concerning what medication was infusing, what volume of solution that leaked and the location of the leak on the tubing set. Hospira is continuing to investigation.